Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were tightened and the f3 fuse was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had no table motion and no illumination of the control panel. No patient injury was reported.